Event description:
During an incident in 2000 involving a male pt who was unconscious, this defibrillator prompted "attach electrodes" even thought he pads were attached another crew at the scene used their defibrillator and got a "no shock advised" response. They transported the pt to a hosp where he was pronounced.